Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of up to 592 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. While in the hospital, customer was treated with intravenous insulin and saline. Customer was released from the hospital on (B)(6) 2016. Troubleshooting with tandem technical support on (B)(6) 2016 did not reveal any anomalies in pump performance during this time frame. It was also reported that the customer experienced elevated blood glucose (bg) levels in the 300's (mg/dl) and low to moderate ketones in the last week; however, no specific date was provided. Customer administered correction boluses to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management and to contact tandem technical support to perform troubleshooting for future bg events.